Event description:
A 36 year old white gravida 1, para 1 female; status post transaxillary subpectoral 350cc dow corning gels placed for augmentation on 7/9/90. She complained of left encapsulotomy treated in 7/96 with a closed capsulotomy, which has reoccurred. The left is tender, riding higher; and the right is more ptotic. She noticed a left supero-medial bulge 2 months ago. She has also developed systemic symptoms, starting within a year of surgery. These include: arthralgias (positive am stiffness)/myalgias, dysesthesias/paresthesias, spasms, fatigue, sleep disturbances, adenopathy, fevers, recurrent urinarytract infections, and vaginal infections, hot flahses/sweats/chills, headaches, visual changes, dizziness, memory loss, sicca, hair loss, rashes, oral sores, sensitivity to sun/cold (positive raynaud's)/chemicals, choking sensation, weight fluctuation, gastrointestinal/genitourinary disturbances, endometriosis, and easy bruising. Pt otherwise healthy.